Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was unconfirmed. Based on the results of the investigation, a definitive root cause could not be established as it was not confirmed that there was a problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was found to be dirty during reprocessing. There were no reports of patient involvement.